Event description:
(B)(6) results were obtained on patient samples on an advia centaur instrument. The (B)(6) results were not reported to the physician(s). The samples were repeated on the same instrument after service, resulting (B)(6). There are no reports of patient intervention or adverse health consequences due to the (B)(6) results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated that upon checking the system's fluid levels, they discovered that the wash 1 bottle and reservoir were empty. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the wash 1 interconnect printed circuit board (pcb). The cse also replaced a cracked lid sensor and replaced a vent valve. Quality controls were run, resulting within range. The cause of the discordant, (B)(6) results is related to a wash1 interconnect pcb. The instrument is performing according to specifications. No further evaluation of the device is required.